Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in an internal leak, low batteries, and data loss. Because download data was unavailable, the presence of the reported alarm could not be determined. It is unknown if the observed cannula tear is in any way linked to the reported alarm. The observed internal cannula tear is related to action # (B)(4). Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.4, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient reported the pod alarmed insulin delivery had stopped and to discard the pod. The device was returned for investigation, and an internal cannula tear was identified.